Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion, seating, force sensor, and displacement test. No error was noted during testing. The insulin pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed. The insulin pump rewind and delivery stopped. Reservoir icon was empty and red. The insulin pump passed self-test. After three hours the insulin pump alarmed again. The customer does not trust the insulin pump. Advised the insulin pump will be replaced. The customer's blood glucose was 4.1mmol/l.